Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. Moisture damage was found on board. The insulin pump was received with cracked display window corner, reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 206 mg/dl at the time of incident. The customer's blood glucose was 307 mg/dl at the time of call. The customer stated that they treated the blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.